Event description:
Pt (patient) reports that they are holding at their current remodulin dose due to line infection (onset date unknown). Pt reports that they were admitted to the hospital on (B)(6) 2024 and their line was replaced yesterday (B)(6) 2024. Pt has hickman line with single lumen (same as last). It is unknown when the pt will be released from the hospital. No further info, details, or dates available. IV remodulin pt. Reported to (B)(6) by: patient/caregiver.